Manufacturer narrative:
The product analysis indicates that the handpiece would not turn. The pre-repair temperature testing could not be performed. The nose cone and bearings were corroded. The handpiece was repaired, tested, and passed to manufacturing specifications.

Event description:
It was reported that during setup, the handpiece overheated. There was no patient injury.